Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a casing/condition (case damage with moisture: battery compartment) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 08/16/2017 with the following findings:.battery compartment crack traveling to bumper pad; site of leak test failure. Battery compartment crack between the bumper pad and cover. Audio bolus button cap damaged, site of leak test failure..observed moisture behind display lens. Opened pump to inspect; observed moisture/corrosion throughout interior. 2531779 animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.